Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump primed the tubing during the load step. It was noted that the pump emitted a "no cartridge detected" alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2014 with the following findings: a review of the pump¿s black box history showed that a ¿no cartridge detected¿ alarm was recorded on 07/04/2014 following a load step. When performing the load step, the pump did not detect the cartridge and loaded through an entire cartridge followed by emitting a ¿no cartridge detected¿ alarm. The pump case was removed and a trace on the force sensor flex was found to be cracked at the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.